Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient expired on (B)(6) 2020 due to unknown causes. The vad coordinator reported that the patient's outcome was not device related as it was functioning as intended. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported from the site that the patient expired on (B)(6) 2020. No further information was provided. The vad coordinator was unable to give the cause of death or any details leading up to the death. The death was not considered to be device related. The device reportedly operated as expected. The pump was not ex-planted and so therefore will not be returned for evaluation.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The site reported that the patient expired on 2-28-2020. Unknown at this time if site will be sending pump for analysis.